Manufacturer narrative:
This report has been identified as b. Braun medical inc. (B)(4). One used 25 ml inflator syringe without packaging was returned for evaluation. Visual examination of the syringe noted the gauge needle was resting at 5 atm/bar. All information of this incident was forwarded to our supplier for evaluation. Our supplier examined the device and confirmed the gauge was indicated properly. They removed the gauge from the syringe to test for accuracy. The accuracy test was performed and the gauge failed the test. The pointer was reset to zero and the gauge was retested for accuracy meeting specification. Based on the results of sample evaluation, our supplier determined the gauge was subjected to shock or impact which led to the pointer being off of zero and out of tolerance. Therefore, no formal corrective/preventative action is warranted at this time. Review of the discrepancy management system (dsms) database performed for the aforementioned lots revealed no abnormalities or nonconformances of this nature noted during inprocess or final product inspection. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: when injecting saline and contrast dye before setting stopcock, the value of pressure indicated was 5 and did not change. Although the customer tried to inject new saline and contrast dye three times, the value stayed at 5.